Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the burned emergency lamp of the subject device due to long-term use by user. This burned emergency lamp might have made the emergency lamp failure and/or emergency lamp error of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp error came up on the subject device at the unspecified timing. At the incoming inspection for the repair, olympus india checked the subject device and duplicated the reported phenomenon which the emergency lamp indicator blinked due to the emergency lamp failure. There was no patient injury associated with this report.